Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted . Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured at is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was explanted due a dislodgment and helix extension issues. No additional adverse patient effects were reported. Additional information from product investigation confirmed fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due a dislodgment and helix extension issues. No additional adverse patient effects were reported.